Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 269 mg/dl on the advantage system compared back to back with a result of 107 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated the customer self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.